Event description:
Pt experienced high blood glucose levels all day and kept administering boluses through his insulin pump. Pt lost consiousness and was given an IV insulin drip in the ambulance on the way to the hosp. Pt was able to regain blood glucose control by using his back up pump with a new cartridge of insulin and a new infusion site once in hosp.